Event description:
I use the dexcom g5 continuous glucose monitor. Last night I went to start a new transmitter and while I was getting everything ready, I shut off the dexcom g5 receiver. When I went to turn the receiver back on, it wouldn't start up. It just kept cycling through the dexcom logo, shutting off and starting on its own. This went on for 20 minutes. I called dexcom at the number for customer service and they advised that it was a known issue that you can't ever shut down the dexcom receiver. Well they don't let consumers know not to shut it off. I was then advised that since my meter was replaced 3 months ago, that they only give a 2 month warranty on "technical" replacement meters. My current meter was replaced on (B)(6) 2017 for this same issue and I wasn't notified that this was the issue at that time. Maybe they were still trying to figure it out. So here I am now, without a cgm, and since I was using the cgm, I only have enough test strips for testing 2 times a day for the next 3 months... My insurance doesn't cover cgm's so I am faced with buying another dexcom receiver for another (B)(6) dollars which I can't afford at this time and rushing to get enough test strips so I can check 6-7 times daily. I also have transmitters and sensors that I paid for out of pocket and are now useless.